Event description:
Bd extension set connected to 18g peripheral IV, flushed easily, positive blood return. Connected to CT contrast tubing. During saline flush pre-contrast administration, clamp open, extension burst apart at connection of CT contrast tubing.